Event description:
As reported by the user facility: pt experienced a severe drop in blood pressure during dialysis therapy. Clinician stopped the therapy and removed pt from device. Pt died shortly after. The nurse manager indicated the pt had multiple health related complications. Customer has requested that a braun representative complete an inspection of the machine. Additional info provided by the nurse manager indicated the patient's death was not related to the pt's treatment at all. The pt had a lengthy illness and had multiple related complications. An autopsy was not performed at the family's request. The hospital's protocol mandates the hospital have the manufacturer inspect the machine before it is put back in service.

Manufacturer narrative:
It appears from the event description and the additional info provided by the facility that the machine was not related to the patient's death. The machine was inspected by b. Braun service as a preliminary measure as requested by the customer. It was confirmed that the machine functions normally. The machine has been placed back into service and is functioning without any problems.